Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a faulty cassette and downstream occlusion sensor. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Battery compartment is damaged, ails (air-in-line sensor) is damaged. Functional testing performed. Occlusion testing performed. Dso (downstream occlusion) failed the occlusion test. Customer's reported problem was confirmed. Probable cause was that contamination caused the dso sensor to become damaged. The dso sensor was replaced to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.